Event description:
PICC nurse called to pt's bedside to assess malfunctioning PICC line. PICC nurse found white hub to be fractured where it connects to the tubing and was leaking. PICC line dc'd and new PICC line placed. Pt with history of (B)(6) and vre and these infectious processes could have easily contaminated staff as well as pt having adverse outcomes due to a fractured PICC.